Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported they received a foa1 error and found a broken thermistor. As a result, an alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.